Event description:
It was reported that the user experienced elevated blood glucose after changing infusion supplies on the ilet system, despite appropriate meal announcements and no delivery interruptions, and an infusion set change was performed with subsequent correction of glucose; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.